Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/25/2019. The service engineer (se) troubleshooting with the customer. The se found the blower was working and that the blower valve should be replaced. The customer declined service/repair of the device.

Event description:
It was reported that during troubleshooting the ventilators diagnostic logs revealed multiple blower source issues air valve liftoff failure and air valve stuck closed error codes. There was no patient involvement.